Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4240 ml. This event meets overfill criteria. This is report number 1 of 3.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The customer reported they did not wash their hands prior to testing with the adc device. The customer's product has been requested back for investigation and a follow-up report will be sent once additional information is obtained.

Event description:
An adc customer's wife reported that the customer received a reading of 77mg/dl on his fs lite meter and further reported that at the time the reading was obtained she found the customer "non-responsive" and he had lost consciousness. Paramedics were called and approximately 20 minutes later upon arrival, an hcp meter reading of "below 24mg/dl" was obtained (no specific reading was reported). Paramedics initiated IV glucose treatment on scene, transported the customer to a local hospital where he was diagnosed with hypoglycemia and kept for 24 hour observation. Additional intravenous treatment was reportedly rendered at the hospital however, the specific solution used is unknown). There was no report of death or permanent impairment associated with this report.